Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 during which the scs ipg pocket site was extended away from the spine.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): unavailable at this time.

Event description:
It was reported that since implant, the patient has experienced discomfort at the scs ipg pocket site which occurs regardless of stimulation. Surgical intervention will be taken at a later date to address the issue.